Event description:
Customer reported blood glucose results of 425 mg/dl and 196 mg/dl within 10 minutes on the advantage system. Customer reported no symptoms, no adverse event reported. A request was made for the return of the system, replacement was sent.